Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following inaccuracies between his/her cgm and meter: cgm reading of 51 mg/dl with a blood glucose meter reading of 74 mg/dl, cgm reading of 43 mg/dl with a blood glucose meter reading of 115 mg/dl, cgm reading of 250 mg/dl with a blood glucose meter reading of 150 mg/dl, cgm reading of 100 mg/dl with a blood glucose meter reading of 111 mg/dl, and a cgm reading of 100 mg/dl with a blood glucose meter reading of 111 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.